Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he experienced low and high blood glucose levels. His doctor made some arrangements. His low blood glucose levels were around 40 mg/dl, 50 mg/dl, and 60 mg/dl. The device was not returned.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. (B)(4).